Manufacturer narrative:
The pump was received with no button response on all buttons due to a severely corroded lcd board. Unable to perform the displacement test due to the unresponsive keypad. Unable to verify the upload anomaly due to the unresponsive keypad. The pump had a cracked lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the buttons were not responsive. Insulin pump was bloked and could not be uploaded. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.